Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1048989. Medical device expiration date: 28-feb-2026. Device manufacture date: 24-mar-2021. Medical device lot #: 1048992. Medical device expiration date: 28-feb-2026. Device manufacture date: 24-mar-2021. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Hold for sm 10.24it was reported that 17 bd solomed¿ syringes experienced device damage while still considered operable. The following information was provided by the initial reporter: drugstore employee informs that when opening the cartridges at the drugstore to carry out the applications, the syringes were always cracked in the same place, in 17 units, 03 units were lost due to having aspirated in the cracked syringes and 14 units were identified the cracked syringes and the application was performed with another. A test was done by sucking water into the syringes and the liquid leaked through the cracks.

Manufacturer narrative:
H.6 investigation summary: photo received for investigation. Upon visual inspection, cracked syringe can be observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Checking the logs, no incident-related maintenance and quality notifications were found for the reported batches. Possible root cause is associated with damage during the syringe assembly in machine by the transfer discs. Action was taken to improve the syringe guidance system. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Batch history analysis (DHR) was performed, no quality notifications related to the incident were found. During the analysis of the photo/sample provided, it was possible to confirm the incident of a damaged cylinder, as reported by the customer. Checking the logs, no incident-related maintenance and quality notifications were found for the reported batches. The root cause was damage during the syringe assembly in machine by the transfer discs. After analyzing the process, improvement points were identified in relation to kinks that were implemented through the 603439762 improve the performance of the semo12 line (action package including improvements in the syringe guidance system). Completed on the date of 05.29.2021. The production processes are validated in accordance with the defined acceptance criteria, visual inspections with a frequency of 60 minutes and sampling of 50 pieces were carried out, and the defect rate does not exceed the acceptable aql for the batch. According to the implemented actions, no additional actions are proposed, and this incident will be monitored for trend analysis.

Event description:
It was reported that 17 bd solomed¿ syringes experienced device damage while still considered operable. The following information was provided by the initial reporter: drugstore employee informs that when opening the cartridges at the drugstore to carry out the applications, the syringes were always cracked in the same place, in 17 units, 03 units were lost due to having aspirated in the cracked syringes and 14 units were identified the cracked syringes and the application was performed with another. A test was done by sucking water into the syringes and the liquid leaked through the cracks.